Manufacturer narrative:
The device was not returned and no further investigation can be completed at this time. The implant was discarded by the hospital, no product information given and no further investigation can be completed at this time. No conclusion can be drawn. Review of labeling notes: warnings cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." Explants were discarded by hospital.

Event description:
During a routine follow up visit and the patient complaining of pain, it was determined that the patient had not fused, and that two mas plif shank, 5.5x20mm 3z blast screws had fractured post operatively. On (B)(6) 2015 female patient underwent a revision procedure at l4-l5 to remove the hardware. During a follow up visit related to post-operative pain, it was determined that the patient had not fused, and that two pedicle screws had fractured post operatively. On (B)(6) 2015 female patient underwent a revision procedure at l4-l5 to remove the hardware. Initial surgery date is not known.